Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that the 9600 system would intermittently not capture images during a case. The procedure was completed. No pt injury was reported.